Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Review of the device history records for the lot code associated with the femoral stem identified no deviations or anomalies in the manufacturing process. Review of the complaint history indicates no prior complaints for the lot code associated with the cpt femoral stem. It is reported that the (B)(6) adept, acetabular cup and modular head was used with zimmer cpt 12/14 size 3 cocr ext femoral stem. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. This warsaw design-controlled device is used for treatment.

Event description:
It was reported that the pt underwent a hip arthroplasty and received mix-match implants, consisting of a finsbury acetabular cup, modular head, and zimmer femoral stem.